Manufacturer narrative:
Occupation ni equals lay user / patient.

Event description:
The customer complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to the result from a doctor's coaguchek meter. The serial number of the doctor's coaguchek meter was not provided. This medwatch will cover strip lot 28632021. For information on strip lot 30497423 refer to the medwatch with patient identifier (B)(6). At 7:09 am the result from the customer's meter was 3.4 inr. At 7:41 am the result from the doctor's meter was 2.6 inr. At 8:40 am the result from the customer's meter was 3.9 inr. At 12:11 pm the result from the customer's meter was 3.7 inr. The meter results at 7:09 am and 8:40 am were from strip lot 28632021. The meter result from 12:11 pm was from strip lot 30497423. The customer's therapeutic range is 2.5 - 3.5 inr. The customer does not have hematocrit concerns, is not on heparin therapy, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, no changes in coumadin dosage, is on no new medications, no changes in diet, no new illnesses, and no unusual bleeding or bruising. The customer's meter and test strips have been requested for return. Replacement products were sent. The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips (lot 286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
The customer did not return any materials for investigation.